Event description:
Customer reported being hospitalized twice within five months due to diabetic ketoacidosis. Blood glucose level at the time of the first hospitalization was 512 mg/dl. Customer also had a recent hypoglycemic episode with a blood glucose level of 32 mg/dl. Customer also reported an incident in which the tubing was kinked, but the insulin pump failed to return a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).